Manufacturer narrative:
The associated complaint device was not returned for evaluation. Pldease see attached for the results of our investigation.

Event description:
It was reported that revision surgery was done due to dislocation and pain. The surgeon decided it is not the product failure.